Event description:
New information received notes the patient's atrial lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient status was stable.

Event description:
It was reported a patient presented with atrial lead noise causing inappropriate automatic mode switch (ams). No changes were reported. There were no patient consequences.

Manufacturer narrative:
The reported events of sensing noise and pacing issue were not confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing found internal shorts between conductors due to the twisted coils and the damaged inner insulation consistent with procedural damage.